Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an aortic valve system interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath, and the aortic valve system interventional procedure was completed. Hemostasis was not achieved with the two pre-placed prostyle sutures; therefore, manual compression was applied. Reportedly, the patient experienced postoperative bleeding and hemorrhagic shock occurred, unrelated to the prostyle devices. The bleeding was treated with placement of a covered stent, and was initially stabilized. The CT scan showed an extensive retroperitoneal hematoma and occlusion of the leg vessels. The patient was transferred to cardiothoracic surgery. The patient died the following day (B)(6) 2023) after repeated circulatory instability. The prostyle devices could have contributed to the postoperative retroperitoneal hematoma; however, in the physician¿s opinion, the prostyle devices and the retroperitoneal hematoma did not cause or contribute to shock, occlusion in the leg, delay in the procedure and death of the patient. According to the physician there were a number of issues that occurred related to the implant of the aortic valve system. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of death, retroperitoneal hematoma, and occlusion, are listed in the perclose prostyle instructions for use as a known patient effects of use with suture mediated closure device procedures. Due to the information provided, it can be definitively stated that the perclose prostyle was most likely not the direct cause of the patient experiencing retroperitoneal hemorrhage, hemorrhagic shock, peripheral occlusion, and death. Most likely, the patient experienced the retroperitoneal hemorrhage due to a femoral artery access complication, which, in conjunction with the tavr procedure and complication, the patient¿s advanced age and comorbidities cascaded to hemorrhagic shock, peripheral occlusion, procedure delay, and death. Based on the case information, there was no conclusive causes for the reported difficulty, hematoma, and the relationship to the product, if any that can be determined. There is therefore, no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.